Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigation, the stain (materials) in lg-lens was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not eliminated by reprocessing since the materials adhered to the point other than outer surface of the device. The probable cause could be that the lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, lg-lens was invaded by humidity, then corroded. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual 3.3 inspection of the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, and a stain inside the light guide lens was found. Additionally, the following observations were made: the air/water and the suction cylinder had no color; due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value; and the light guide lens had a crack and due to annual inspection, the parts were replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the video scope exhibited a stain inside the light guide lens. This report is being submitted for the reportable malfunction found during the evaluation. There was no patient involvement.